Manufacturer narrative:
Additional concomitant medical products: (B)(4) lead, implanted: (B)(6) 2005; (B)(4) crtd, implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial lead had high threshold. The lead remains in use. No patient complications have been reported as a result of this event.